Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ pen needle was blocked. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the needle was blocked. Event description per email states: needle blocked.

Event description:
It was reported that unspecified bd¿ pen needle was blocked. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that the needle was blocked. Event description per email states: needle blocked.

Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval?: yes. D10/d11: concomitant medical products: returned to manufacturer on: 2/26/2021. H.6. Investigation: customer returned a single pen needle with no cap for identification. The cannula was slightly bent at an angle, making attaching the pen needle to a test pen difficult. The cannula was accidentally bent during setup and testing could not be completed. Observing the distal tip of the pen needle¿s cannula under magnification found a crystalline powder. Due to the location and physical properties of substance, it is believed to be leftover insulin. Based on the slightly warped proximal side of the cannula, the cap missing, and the apparent insulin crystal at the tip of the syringe, it is believed that the patient may have used the needle multiple times. No DHR review can be carried out as lot number is unknown. The root cause of the needle becoming clogged appears to be multiple uses of this particular pen needle. H3 other text : see h.10.